Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot#: v012532, implanted: (B)(6) 2006, product type: lead, product ID: 3487a-45, lot#: v013263, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 20-sep-2010, UDI#: (B)(4); product ID: 3487a-45, serial/lot #: (B)(4), ubd: 05-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (MRI tech) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has a loose lead. Per the patient, this occurred approximately 10 weeks after implant. There were no patient symptoms reported.